Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient had three cannulas that were bent upon removal and blood glucose level at the time of event was 450 mg/dl. She tried to take a bolus but could not because she was physically unable to function due to diabetes ketoacidosis. The patient was brought to the emergency room due to high blood glucose level (459 mg/dl) and was throwing up. The patient received fluids and an insulin drip as corrective treatment and after 10 hours of stay in the emergency room the patient was hospitalized due to diabetes ketoacidosis with blood glucose level of 250 mg/dl. The patient received fluids, insulin drip, and a heart cat scan and an electrocardiogram and liver sonogram which resolved the issue. Reportedly, her infusion set was not working because it stopped bringing her blood glucose level down. The infusion set had been in use for one day. She did not notice any damage when the package was first opened. The patient was hospitalized for 3 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.